Event description:
It was reported that the right ventricular (rv) lead fractured and the device began to alarm. The device nurse interrogated the device and while interrogating, the patient received an inappropriate shock. The rv lead was inactivated and replaced by a competitor product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).